Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient with known externalized conductors presented with noise reversions on the rv lead. The pacing lead impedance issue was also noted. The lead was capped and replaced with no complications. Patient was stable post-procedure.